Event description:
Boston scientific received information that during a pre-operative device interrogation, right atrial (ra) lead sensing measurements were observed to have decreased, along with increasing pacing threshold measurements. During a routine device change out procedure, fluoroscopy identified that the slack was out of the ra lead and the lead had dislodged. Due to scar tissue, the lead was unable to be repositioned and was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.